Event description:
It was reported that the outer cannula cracked at the fenestration site on one (1) size 6, dfen disposable cannula fenestrated low pressue cuffed tracheostomy tube. This was detected during a scheduled device change-out when the attending surgeon removed the 6dfen device from the pt. The device was tested prior to insertion and had been in use approximately one (1) week. Limited info available regarding device usage and maintenance. There was one (1) pt involved with no reported pt compromise. The device is reportedly available to be returned to the MFR for identification, analysis and investigation. As of the date of this report the 6dfen has not been received by the MFR.